Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying comm loss for 3 bedside monitors (bsms). No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) advised the customer to reboot their network switch in order to troubleshoot the issue of comm loss. The customer stated they would call back to provide an update. Nk ts reached out to the customer, but the customer failed to respond. As such, a root cause cannot be determined. A serial number review of (B)(6) serial number (B)(6) revealed no additional complaint reporting of communication loss. It is likely that the customer was able to resolve the issue of communication loss without nk assistance. It is likely that the issue was resolve by rebooting their network switch as advised by nk ts. Network switches are customer owned and are not controlled by nk. There is no evidence of a malfunction of an nk device. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) was displaying comm loss for 3 bedside monitors (bsms).

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying communication loss for 3 bedside monitors (bsm's). No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical products: the following devices were used in conjunction with the cns: 3 bsm's - model #: ni, sn #: ni.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for 3 bedside monitors (bsm's).